Event description:
The customer obtained lower and higher than expected vitros ipth quality control results on a vitros 5600 integrated system. Mas level 2= 43.55, 89.88, 45.96, 45.37, 46.25, 36.01, 40.44, and 43.23 vs. Expected 67.1 pg/ml. Mas level 3= 936.71, 848.96, 840.70, 821.38, 874.87 vs. Expected 1346 pg/ml. Vitros ipth level 3= 282.3 vs. Expected 416.6 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number seven of seven MDR¿s for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected quality control results were obtained for vitros ipth on a vitros 5600 integrated chemistry system. The investigation could not determine a definitive root cause. A vitros ipth reagent issue, an instrument issue, and pre-analytical qc fluid handling issues cannot be ruled out as potential contributing factors. The root cause of this event is unknown.